Manufacturer narrative:
A device history record (DHR) review was completed for provided material number 38831214 and lot number 3326236. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the needle was observed through the catheter component and the product was used. It is possible that this defect resulted from the use of the product. When the 360-degree rotation is performed, the catheter may be pushed forward, causing the catheter to be transfixed by the needle during puncture. It is also possible for this type of defect to result from the assembly process; however, if the catheter was transfixed before puncture, the product would have been unusable. A corrective and preventive action plan has been previously initiated for this type of defect in order to further investigate it and prevent any future reoccurrence.

Event description:
Additional information received on aug 09,2024 could you please confirm if the needle broke inside or outside the patient: yes, inside the patient. Additional information received on sep 02,2024 how was the mechanical phlebitis treated? It was dealt with physical media.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter, translated from spanish to english: female patient with a diagnosis of complicated urinary tract infection, the nursing area reports that when the patient was cannulated with a bd #22 cannula, the cannula bent and broke with the mandrel, generating the need to multi puncture the patient. The patient presented mechanical phlebitis.